Event description:
It was reported that the customer was in a car accident. Paramedics were called and customer was transported by helicopter to the hospital. The blood glucose reading was 77 mg/dl. Caller stated that the customer was out of supplies and the insulin pump is crack by the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.